Manufacturer narrative:
Age/date of birth: unk. Weight: unk. Date of event: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Implant date: n/a. Explant date: n/a. (B)(4).

Event description:
The reporter stated the surgeon was advancing the cc4204a collamer single piece lens +21.5 diopter, when the haptic was noted to be stuck in the injector. There was no patient contact with the lens or injector. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.